Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. No further information is known at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete product, patient, and event information. Further information was requested but not received.

Event description:
Additional information was received with the patient's name and that the patient's ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.